Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading 40 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 260 mg/dl. Customer declined troubleshooting and requested the sensor to be replaced. The sensor would be replaced and returned for analysis.